Event description:
It was reported there was an impedance issue. The patient was intraop; the lead was direct connected to battery and the 8--15 contacts were experiencing issues. Contacts 8 and 9 were find, but 10-15 were reading greater than 20000 at 1.5v test. Originally when placed impedance was fine; when reinserted again they had this issue. Lead was reseated multiple times without resolution. They tried the mltc (multi lead trial) cable and everything was reading within normal range which indicated lead was intact. In follow up reporting it was noted that the impedances did not change as long as the 1x8 lead was plugged into the 8-15 bank. Once the 1x8 lead was plugged into the 0-7 bank all impedances were within range and this is how the device was left. The end result was the patient was getting good stim and the numbers were adjusted on the programmer.